Manufacturer narrative:
The used device has not been analyzed since it could not be obtained from the customer; however we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found. The patient experienced the similar incident on a different day with the same device, and that is reported as manufacturer's reference number 8010002-2019-00130 separately at the same time. (B)(4) pieces of lot vh979a were manufactured, and no similar event has been reported with this lot number globally so far, except for the incident 8010002-2019-00130 above. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-a with a new primed dialyzer." We decided to report this incident since we consider this incident of blood leak from the arterial header is an incident which might cause serious injury to the patient. We will include this incident in our risk analysis and will continue to monitor similar complaints carefully.

Event description:
Blood leakage at the arterial side of the dialyzer rexeed-25a which is identical model of rexeed-25s marketed in u.s. Was observed during the reinfusion of blood. Blood loss: > 100 ml no serious consequences occurred for the patient.